Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
Recurrent popping when he walks. Related to device is uncertain. Possible due to ruptured or alternated posterior cruciate ligament symptoms. Resolution of event is unresolved as of (B)(6), 2008.